Event description:
Experienced (+) red cell pump alarm at 800 mls whole blood processed with blood prime required for this specific pt (double needle mode), ordered by transfusion md. Pt's net actual wb processed was 525 mls.; proceeded to early buffy coat stage as wbp was >500 mls (manufacturer's recommendation/sop), transfusion md informed. No pt complication after photoactivation and reinfusion of buffy coat.